Event description:
It was reported that prior to the start of a da vinci-assisted myomectomy surgical procedure, the robot had an arm failure when docking, citing a problem with the tenaculum forceps instrument fitting. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter but no further information was available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the tenaculum forceps instrument to perform failure analysis. The instrument was analyzed, and failure analysis found the primary failure of engagement failure to be related to the customer reported complaint. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument pitch input failed to engage with the in-house system's sterile adapter during multiple attempts. Customer system log review confirms three engagement failures. Further logs showed three engagement failures via error code 22020 indicating engagement failure on the pitch axis. Additional observation not reported by site but was found related to the primary failure states that the instrument had a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.